Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly casuing pump to shut down. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support contacted customer and no further information was unable to be obtained.